Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in the emergency room after receiving a vibratory alert, non-sustained v oversensing due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made. The device remains implanted.